Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the o2 concentration was fluctuating. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module were replaced and returned for investigation. Robustness testing of the received o2 and air gas module has reproduced the described customer issue. Evaluation of the received device log shows no matching event on the reported event day. Between april 27, at 18:36 and april 27, at 09:23, several alarms for high o2 concentration and airway pressure alarms were generated. A pre-use check was confirmed to be successful prior and after to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings.

Event description:
Manufacturer ref. #: (B)(4).